Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Section d 6b. Explantation date: october 7, 2024 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor gel implants. Post-operatively, the patient suffered left breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6)2024 .

Manufacturer narrative:
On november 6, 2024, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the suspect medical device is a 250cc mentor memorygel breast implant (catalog: 3542507 lot: 5995027). Mentor became aware that the suspect device was manufactured in (B)(6), netherlands. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On november 8, 2024, mentor received additional information indicating that the patient's implants were replaced bilaterally with the following devices: (left) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 9796824 sn: (B)(4) and (right) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 9790388 sn: (B)(4). Mentor became aware that these devices were manufactured by mentor medical systems b.v, located in (B)(6), the netherlands, a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Mentor is not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This will be the last follow-up report for this event.